Event description:
It was reported that an unspecified app error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.